Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tech dealer alleges the chair will drive with both motors in push mode.